Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition for approximately 2 seconds. Information was received that the patient was admitted to the hospital that day (non-emergency) with no information that any procedures were done. In discussion with tech services and based on information available in review of the patient's egms, it does not appear to be a device malfunction. Based on the egm and markers shown on the egm, it appeared that a programmer was being used and testing was being done (likely an intrinsic amplitude test or temporary pacing at a lower rate limit of 30ppm), which resulted in the pacing inhibition but no additional information could be obtained. Additional information was received by boston scientific that this device was recently explanted and replaced for normal battery depletion. Since the original report no further allegations related to this event have been reported. No adverse patient effects were also reported.

Manufacturer narrative:
Additional information could not be obtained regarding the date the patient was at the hospital. The bsc representative stated that the patient is followed at a clinic where bsc reps are typically not involved in the patient follow-ups. To date, there have been no reported adverse patient effects associated with this clinical observation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not find any abnormalities that would have contributed to the clinical findings.